Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 57-322 mg/dl. Bg dropped to 57 mg/dl due to customer delivering too much insulin via manual insulin injections. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.